Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump had shut off due to battery drainage and when the pump was turned back on the customer received a minimum fill message. The customer was did not know the amount of insulin in the cartridge. The customer reported a high blood glucose, however no value.